Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's wife reported via phone call that the customer had visited the emergency room on (B)(6) 2020 due to high blood glucose level of 1200 mg/dl. They also reported that the customer experienced stroke related to high blood glucose level on (B)(6) and was hospitalized. They mentioned that it was a 6 millimetre above brain stem and also the customer's potassium was at a lethal level.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 1200 mg/dl. Customer was treated with insulin drip. Hospital claims that the insulin pump did not work. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.